Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with bilateral deep vein thrombosis and acute thrombosis within the right iliac veins and inferior vena cava. At some time post filter deployment, the patient was diagnosed with thrombus above the filter. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After sometimes, the patient was diagnosed with non-hypercoagulable state with chronic iliocaval occlusion, reconstructed using stents with removable type inferior vena cava filter placed. On the same day, an attempt was made to retrieve the filter from the patient. The right internal jugular vein was entered just above the clavicle under ultrasonographic guidance using a micropuncture set. A right iliac vein venacavography demonstrated inflow from the iliac vein without filling defects to suggest thrombus and brisk opacification of the inferior vena cava. There was a small filling defect at the top of the filter. One of the arms extended through a renal or retroperitoneal vein. There was significantly less filtering than noted previously. The venotomy site was dilated and the recovery cone was advanced over the top of the filter and oblique views confirmed capturing of the filter, which was then removed. Contrast was again injected, that demonstrated brisk flow through the stented inferior vena cava and suprarenal segment. There were no filling defects to suggest thrombus or vascular injury. There was a moderate amount of debris on the filter at the top, as noted on angiography and a small amount of clot. The patient tolerated the procedure well. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with bilateral deep vein thrombosis and acute thrombosis within the right iliac veins and inferior vena cava. The device was removed percutaneously. The patient was diagnosed with thrombus above the filter; however, the current status of the patient is unknown.